Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during patient use, a ventilator's display became blank, the unit rebooted itself and continued cycling. As the device was ventilating appropriately, the staff decided to maintain the patient on the same device. There is no report of death or serious injury associated with this event.